Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited out-of-range pace impedance measurements and oversensing. The system remains in service. No adverse patient effects were reported. Additional information received reported that right ventricular (rv) lead continued to exhibit high out-of-range pace impedance measurements greater than 3,000 ohms since implant. In addition, elevated threshold measurements from 6.5-7.35v were observed. It was noted that the patient had a syncopal event, however there were no stored events to suggest the syncopal episode was device-related. This rv lead remains in service, however technical services (ts) recommended further lead evaluation. Records indicate this device is currently programmed to aai. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited out of range pace impedance measurements and oversensing. The system remains in service. No adverse patient effects were reported.